Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 403:317:864:0000 was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to faulty user interface module print circuit board. The user interface module print circuit board was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. Failure code 403:317:864:0000 indicates a slave related failure detected by the master software (uim clock, slave communications).

Event description:
The facility reported a colleague infusion pump with failure code 403:317:864:0000. It is unknown when this event occurred; however, this event occurred in the radiology department. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.